Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue placement procedure performed on an unknown date and under general anesthesia. On (B)(6) 2022, the patient received high dose-rate (hdr) brachytherapy, immediately after the needles were withdrawn, the physician placed a spaceoar. During the simulation scan there was a rectal wall infiltration (rwi) visible but because the patient had already gotten high dose-rate (hdr) brachytherapy boost, the physician needed to continue his intensity modulated radiation therapy (imrt) treatment which was 25 fractions which completed on (B)(6) 2022. The patient then developed pain in the rectal/perineal area with rectal urgency, diarrhea, and discomfort. The patient was treated with two courses of steroids which helped to resolve the patient's symptoms. Approximately seven months after the spaceoar vue the patient is re-presenting with significant rectal discomfort again. In the physician assessment there is a relation between the diarrhea and rectal urgency the patient experienced and the spaceoar placement and subsequent to the external beam radiation therapy (ebrt) treatment. It was reported the physician may plan to arrange for magnetic resonance imaging (MRI) for further evaluation and to refer the patient to gastrointestinal (gi) surgery for an anoscopy to evaluate the mucous to ensure there's no hydrogel breaking through the mucosa; however, the plans were not confirmed. The patient's outcome is unknown at the time of this report.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, on (B)(6) 2022, was chosen as a best estimate based on the month of which the device was implanted. Implant date: the exact date of the implant is unknown. The provided implant date, (B)(6)2022, was chosen as a best estimate based on the month of which the device was implanted. (B)(4).